Event description:
The customer reported that their spo2 unit was not functional.

Manufacturer narrative:
The customer reported that their spo2 unit was not functional. The report from the customer indicates that the spo2 parameter was lost for an undetermined time period. The limited available information about the time period of lost monitoring and about whether or not there were inops is not sufficient to support that there was a health risk. In abundant caution, we will report this failure. Additional investigation will be done to determine if there was a health risk. (B)(4).